Event description:
An anterior clavicle plate broke post operatively.

Manufacturer narrative:
The plate was examined under magnification. There were no noticeable manufacturing defects that contributed to the fracture of the plate. The failure occurred on the medial end of the second slot from the medial side of the plate. There is a crack medial from the failure surface on the caudal side of the plate, starting from the top of the plate. The curved profile of the plate is slightly straighter than it should be. Additional mdrs associated with this event: 3025141-2017-00067: screw 1; 3025141-2017-00068: screw 2; 3025141-2017-00069: screw 3; 3025141-2017-00070: screw 4; 3025141-2017-00071: screw 5; 3025141-2017-00072: screw 6; 3025141-2017-00073: screw 7; 3025141-2017-00074: screw 8.

Event description:
An anterior clavicle plate broke post operatively. The broken plate and eight screws were explanted.